Manufacturer narrative:
The surgeon used the sonma crx-wg2 on a pt that was not skeletally mature. Active bone growth in young pts can lead to encasement and entrapment of the device. In these situations, additional steps can be taken to remove the remaining piece of the implant. The surgeon decided not to do so. The use of this product on skeletally immature pts is a contraindication.

Event description:
A young male pt was implanted with a sonoma clavicle pin for the treatment of a fractured clavicle on (B)(6) 2010. The fracture had healed. The surgeon elected to remove the implant on (B)(6) 2011. During removal the implant broke. The pt was skeletally immature with active bone growth. The surgeon through boney in-growth led to difficulty to remove the device.